Event description:
It was reported that the recently implanted pacemaker had entered lead safety switch (lss) due to low out of range right atrial (ra) impedance measurements in a non-boston scientific ra lead. The implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from the device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and technical services (ts) recommended device replacement and ra lead testing. The pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).